Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not get the batteries to work on the insulin pump, so she had high blood glucose levels and a seizure. Customer's blood glucose was 425 mg/dl at the time of the incident. Customer treated with the pump. Customer's blood glucose is 282 mg/dl today. Customer was having problems with the battery alarms again. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer declined troubleshooting for the finish loading, bad battery alarm, and high blood glucose level. Customer took insulin on the phone and her blood glucose went from 282 mg/dl to 230 mg/dl.